Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 72-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. During support, plasma free hemoglobin was measured at 180. The patient¿s urine appeared red in color, and there was a traumatic foley insertion. Hemolysis was suspected, and hematuria was noted, with plasma free hemoglobin over 40 on two occasions. The hemolysis and hematuria had not resolved, although there was some improvement. The patient remained on support. Hemolysis in this patient may have resulted from device-related factors, traumatic foley insertion, and the severity of cardiogenic shock.

Manufacturer narrative:
Updated information: d6b explant date added. G1 MFR site name danvers removed.